Event description:
A distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 110 (overvoltage cleared - no energy). The cause for the failure was isolated to a shorted c10 capacitor on the c/a board. The shorted c10 capacitor caused inductor l1 to open. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.